Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately five weeks post implant procedure the patient presented with pocket infection and drainage from the incision site. Intravenous (IV) antibiotics were administered and the entire implantable pulse generator (ipg) system was explanted. No further patient complications have been reported as a result of this event.